Event description:
Post- op cardiac surgical pt being monitored in paced mode on philips intelliview mp70. Bedside and central monitor did not recognize lethal arrhythmia. On other occasions, several erroneous arrhythmia alarms noted on multiple pts while in paced mode. Dates of use: (B)(6) 2010 - (B)(6) 2011.